Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer could not get the alarms due to the adc freestyle libre 2 reader not powering on with button press or test strip insertion. Customer experienced unspecified symptoms of hyperglycemia and "fell hurting his nose". Customer had contact with healthcare provider who diagnosed him with hyperglycemia and received unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated. Visual inspection was performed on the reader and no issues were observed. The reader did not power on with button depression, strip insertion, or insertion of usb cable. The reader was de-cased and no issues were observed. The reader was placed into the printed circuit board assembly (pcba) test fixture and pressure was applied to the central processing unit (cpu), the reader did not power on. The returned battery was replaced with a retained battery, the reader still did not power on. The reader (containing the retained battery) was again placed into the test fixture and after applying pressure to the cpu, the reader was able to power on and pass all internal self tests, therefore this complaint is confirmed to poor soldering of the cpu which can cause the battery not to charge. Code 4316 (appropriate term/code not available) and code 4756 (appropriate term/code not available) were used in h6 (investigation conclusions) and (component code) as the complaint is confirmed to poor soldering of the cpu. Section d3 (email) and section g1 were updated to reflect current contact information. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer could not get the alarms due to the adc freestyle libre 2 reader not powering on with button press or test strip insertion. Customer experienced unspecified symptoms of hyperglycemia and "fell hurting his nose". Customer had contact with healthcare provider who diagnosed him with hyperglycemia and received unspecified treatment. There was no report of death or permanent impairment associated with this event.